Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 209mg/dl, 101mg/dl (in the potential medical tab it was documented that, "precision testing on different hands"). Tests were done within 10 minutes with a difference of 62%. Patient did not experience any adverse events. No further information has been reported.